Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was high impedance. The patient is scheduled for a surgical troubleshooting operation on (B)(6) 2018. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389-28 lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension product ID 3389-28 lot# serial# unknown implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient's right lead showed critical impedance, and a revision surgery was performed on (B)(6) 2018. The patient had a new lead implanted and the issue was resolved. The patient's system is working fine after lead replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that a revision was planned for (B)(6) 2018.

Manufacturer narrative:
Analysis of the lead found all of the conductors were broken 9.5cm from the distal end. If information is provided in the future, a supplemental report will be issued.